Manufacturer narrative:
Initial investigation ongoing.

Event description:
This issue relates to a pump stopping unexpectedly. No led indicators were illuminated on the pump, and the system displayed "no pump location 1" on the pump tile. The sap cable was replaced, and the pump was connected to a different hub location for troubleshooting. However, the issue persisted. Although there was patient involvement, there was no patient harm and no delay to surgery.